Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cord was broken or frayed. This issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed: camera cord is broken/frayed, the cable is damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: the most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cord was broken or frayed. This issue occurred during preparation for use. There were no reports of patient harm.